Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a leak in the reservoir compartment was noticed during an infusion set change. Blood glucose level at the time of the incident was 315 mg/dl. No troubleshooting was performed. The product will not return for analysis.